Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During procedure, the needle broke off from the suture and embedded inside the patient¿s leg. Surgeon was able remove the needle in its entirety. No patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Additional information has been requested however not received to date. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece removed from the patient during the same procedure? Were x-rays taken to locate the needle? What is the patient¿s current health status and condition? Was any other tissue damaged as a result of searching the needle? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.